Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple occasions, the insulin gauge unexpectedly decreased to 0 units. Reportedly, the customer was unable to provide details regarding the event. Review of the pump data logs by tandem technical support showed that there was no alarms that had occurred. Subsequently, the customer said it was possible that the load process may have been inadvertently entered due to pressing buttons by mistake. There was no reported adverse impact to the customer's blood glucose level; current blood glucose level was 186 mg/dl.